Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture for approximately 2 seconds of asystole potentially as a result of oversensing or lead on lead contact. There was no noise present, and thresholds were normal. The patient also exhibited several atrial tachy response (atr) mode switches which mostly occurred during the night. The boston scientific sales representative (sr) sent boston scientific technical services (ts) some egm's for review. The sr noted that it looks as if the device is double counting in the atrium from farfield oversensing on the atrial egm. The lead remains implanted, and the sensitivity was adjusted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.